Event description:
It was reported that the patient implanted with this artificial urinary sphincter aus presented with recurring urinary incontinence. During a revision procedure, the pump was found to be flat and not cycling. No fluid loss was detected. The control pump was explanted and replaced. No further patient complications were reported.